Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the investigation confirmed that the impactor had broke. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. The investigation confirmed that the impactor had broke. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. The complaint consisted of (1) 254401006 attune femoral impactor, lot number au6149344. Complaints databases searched on product codes 254401006 identified previous complaints received for this failure mode. Visual examination of the product confirmed the device had broken. The lot number indicates that this device is from an annealed batch of impactor¿s. Conclusion: expert opinion indicates that this failure mode is associated with environmental stress cracking (esc). The lots- au6149344 of the attune femoral impactor are annealed lots. An annealed version of the device has now been released. While annealing helps in reducing the internal stress in the molded part, a complete reduction in internal stresses of the device is not achievable. There is a wide range of cleaning agents used across hospitals and it is possible that some result in greater degradation in the robustness of the device from repeated exposure. The field safety notice stresses to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. There was no recommended field action other than this communication. Full lavage of the joint-space is recommended before and after implantation. IFU 0902-00-836 contains wording relating to the importance of removing fragments from the surgical site. Both failure modes; patient harm & delay to surgery have been adequately covered in the risk assessment of the device and no further updates are required. The dfmea scores reflect the current failure rates of the device ((B)(4)). However, in order to investigate the root cause and possibility of reducing this occurrence, a CAPA has been initiated and can be referenced for further details.

Event description:
It was reported that after the surgery had ended. A crack was found upon evaluation and cleaning. The impactor is still in 1 piece. No surgical delay.